Manufacturer narrative:
Block b5:updated based on additional information received december 2, 2022.block b3:the exact date of the event is unknown. The provided event date, 11/01/2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022.blocks d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown.block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a spaceoar implant procedure "about" ten days prior to (B)(6) 2022. Computed tomography (CT) simulation images were reviewed, and all of the hydrogel appeared to be in the patient's rectum on the CT. There were some areas where the anterior rectal wall clearly wrapped around the hydrogel, and other areas where the hydrogel followed the contour of the rectum entirely. The patient is asymptomatic.boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.additional information received december 2, 2022.it was further reported that fiducial markers were administered transperineally prior to procedure and the procedure was done under general anesthesia.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a spaceoar implant procedure "about" ten days prior to (B)(6) 2022. Computed tomography (CT) simulation images were reviewed, and all of the hydrogel appeared to be in the patient's rectum on the CT. There were some areas where the anterior rectal wall clearly wrapped around the hydrogel, and other areas where the hydrogel followed the contour of the rectum entirely. The patient is asymptomatic. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.